Manufacturer narrative:
It was reported that the polarcup trial insert nav 22/51 (art. No. 75023360 / lot no. A50670) cracked and fell off. The event occurred during set up or inspection. A sn backup device was available in order to complete the procedure. No surgical delay or injury to the patient was reported. The complaint device, used in treatment, was returned for complaint investigation. A part of the complaint device was broken off and is missing. A review of the complaint history revealed one other complaint for the batch in question. A review of the batch record showed no deviations from the standard manufacturing process. There are no hints that the device did not meet the specifications at the time of manufacturing. Based on the conducted investigation, the root cause could not be determined conclusively. No further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues. The complaint device will be discarded.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that a piece of the trial inset cracked and fell of. The event occurred during set up or inspection. A sn backup device was available in order to complete the procedure. No surgical delay or injury to the patient was reported.